Event description:
The pt called in on (B)(6) 2011 stating she had developed two corneal ulcers, has scars on both of her eyes and was given steroid drops. As a result she was out of school for two weeks. The physician's contact address was provided from the pt on (B)(6) 2011 although the medical record and conclusion was not available as of to date. This report is being filed as an unconfirmed corneal ulcer.

Manufacturer narrative:
This report is being filed as an unconfirmed corneal ulcer. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. To date, there is no confirmation of treatment or outcome of treatment. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional info.